Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient and their caregiver noted the internal data lost screen on the patient's programmer since last week. Caller noted the patient had a colonoscopy where they removed some polyps but not known if cautery was used. Caller reported they had turned the stimulation off prior to the colonoscopy. Patient services reviewed message and directed to healthcare provider (hcp) to clear. The patient's caregiver called back the same day with patient and reiterated previously reported event but commented differently from what they previously said: they stated that they didn't think they'd turned the therapy off for the the colonoscopy. Caller stated they'd called a manufacturer representative (rep) about the " internal device has lost all data" message and that the rep told the caller to call patient services again. Patient services reviewed the role of patient services and reviewed por information with caller. Caller was redirected to follow up with the patient's managing hcp. Caller stated they would reach out to the hcp to check the implanted system.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.